Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow-up #1 (04/20/2011) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately erratic when comparing blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 955am. The patient reported blood glucose results of "285 and 372 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient also obtained blood glucose results of "113, 179 and 216 mg/dl" with the subject meter. The cca was advised the patient manages her diabetes with humulin r insulin. At 539am that morning, the patient took her usual dose of medication, in addition to, drinking her coffee and eating an orange. At the same time as the start of the alleged issue, the patient claimed she felt jittery. At 1014am that morning, the patient obtained a blood glucose result of "190 mg/dl" on another device. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to an adverse event. The patient's symptoms started at the same time the alleged issue occurred. It is unlikely the product issue contributed to the reported symptoms. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.